Event description:
The center reported that a bi-ventricular assist device (bi-vad) pt being seen at their routine clinic visit presented with cracks in the pneumatic tubing midway between the y-connector and the pump. The pt's spouse had applied duct tape to reinforcement of the tubing. The duration of the problem is unk. The vad coordinator reported the manufactuer clinical rep that there appeared to be no loss of pressure or vacum. No air or blood leaks were found and the cracks appeared to be superficial and not through the tubing. It was rpeorted that the pt is short and that his bi-vad's hang low. The pt uses two self made pouches comparable to a telemetry unit pouch for pump support. The vad coordinator also indicated the the pt's right heart has recovered and he is in fixed mode. The center has replaced the duct tape with tegaderm and short positions of the tubing were splinted with 2 tongue blades and secured with elastoplat tape. The pt was seen by his surgeon and cardiologist in clinic who recommended contacting the manufacturer. The manufacturer recommended pump change out as treatment of choice. The customer was informed that the manufacturer has no means to repair the pneumatic tubing on the devices, the vad coordinator stressed to the pt to carefullt watch for and report any pressure alarms to the hospital. The pt will be seen again in the clinic in a week and will be re-evaluated.